Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of the yume set was separated from the spike port of the solution bag. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A pressure test was successfully performed. The dimensions of the spike tip were measured and found to be within specification. Testing using customer conditions was performed and found no issues. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.